Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant procedure as it was difficult to advance to the target site due to suspicion of stenosis and meandering of the blood vessel. Moreover, a noise was noted on the lead measurement. Furthermore, a new lead was placed with no data problems. Additional information received which indicated that the cause of the noise was unknown, perhaps it was due to an incomplete fracture. There were no abnormalities were visually observed. This lead was never in service. No adverse patient effects were reported.